Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 3/24/2023, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak anchor failed to convert to cinch down. The anchor was cut out. This was discovered during a procedure on (B)(6) 2023. Additional information received on 3/24/2023: this was discovered during an rcr procedure. The anchor body was left implanted, and the sutures were cut. The case was completed using a product from another manufacturer.